Event description:
On (B)(6) 2011, the pt reported the down button of the infusion device is not working. She noticed the issue in (B)(6) 2011 while attempting to bolus. Both the up and down buttons worked at the time of the report. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.